Event description:
Spine revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6). Original surgery date for this patient is unknown, may have been performed by the same surgeon. Revision was performed because the rod broke (could have been a ref: (B)(4)) and the broken component from the rod was removed. No definite cause for the rod breaking but the surgeon indicated that this had been in the patient for a long time. Other components removed were: 1 x pedicle screw (ref: (B)(4)), 1 lateral connector 50mm, 1 x single innie setscrew and 1 x double innie setscrew. Patient initials: (B)(6), male, mrn (B)(6), patient in wheelchair.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.